Manufacturer narrative:
(B)(4). The problem was confirmed because a reuse of supplies is a use error that can cause contamination. The root cause was undetermined.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The labeling review found the labeling adequate for the use error in this complaint.

Event description:
The writer contacted the home patient (hp) on (B)(6) 2012 regarding an incomplete prime. The hp stated that after starting over with new supplies, therapy went well. The hp stated that they finished therapy that evening by attaching a new bag to the used cassettes. The hp stated they were aware that the procedure was incorrect but it was late and they were tired so they just did it. The hp stated they let the nurse know. The writer informed the hp of the proper procedures regarding starting over with new supplies and not reusing supplies. The hp understood. The hp stated therapy , otherwise, had been going well.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.